Event description:
Customer called customer service to inquire why he had not received both "hi" and "lo" control solutions, (customer had not ordered these). He further reported that due to the perceived delivery issue he had sustained an unspecified "injury". Customer refused to answer any additional questions, but prior to disconnecting the call he noted he had received a reading of 450 mg/dl on his precision xtra blood glucose meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the device's manufacture is unknown.